Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time (B)(6) 2018, the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4). The product was not available for investigation in the laboratory of manufacturer. Also no any visual was received which shows the failure. Device history record for lot # 92202627 was reviewed. There were no references found which are indicating a nonconformance of the product in question. Maquet cardiopulmonary is aware of similar incidents showing same symptoms with different material numbers than one in this complaint, therefore CAPA (B)(4) was initiated. The root cause determination and further actions will be followed by this CAPA. But due to the limited information regarding to failure this complaint could not be investigate under CAPA. However according to similar incidents, failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary.

Event description:
It was reported that when customer went to remove the hls cannula from the box, he noticed that the sterile wrapper had a hole in it. Complaint: # (B)(4).